Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system: controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2021 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 20-jul-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a controller fault alarm occurred with a controller due to internal battery depletion. The issue was resolved with a successful controller exchange which resulted in the ventricular assist device (vad) exhibiting vad disconnect alarms and a vad stop. Log file review also revealed that the vad exhibited a low flow alarm. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: 1420-controller / serial # (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed one (1) low flow alarm logged on (B)(6) 2024 at 09:43:01. Log file analysis revealed that (B)(6) was the primary controller in use during the reported event. Log file analysis associated with (B)(6) revealed one (1) controller fault alarm logged on (B)(6) 2025 at 14:05:06, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Additionally, log file analysis associated with (B)(6) revealed that the controller was powered down on (B)(6) 2024 at 14:07:01 and three (3) vad disconnect alarms were logged at 14:07:00, 14:08:32, and at 14:08:59, indicating a physical disconnection of the driveline from the controller. The controller power down event and vad disconnect alarms likely occurred during the reported controller exchange and likely relate to the reported vad stop event. Log file analysis associated with (B)(6) revealed one (1) vad disconnect logged on (B)(6) 2024 at 13:44:39, indicating that the controller was powered on without the driveline connected. Furthermore, review of the event log file revealed a controller power up event and associated pump start event logged on (B)(6) 2024 at 13:44:31. Review of the data log file revealed that the controller was not in use prior to the event date; the first data point was logged on (B)(6) 2024 at 13:45:07, indicating that the controller power up likely occurred during the initial programming of the controller and/or a controller exchange. Log file analysis associated with (B)(6) revealed three (3) vad disconnect alarms logged on (B)(6) 2024 at 14:57:50, 14:58:47, and 15:00:12, indicating that the controller was powered on without the driveline connected. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotati onal speed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible causes of the reported controller fault alarms may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to troubleshooting and/or to the reported controller exchange. The most likely root cause of the observed controller power up event can be attributed to the reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.